Event description:
Surgeon performing tif procedure. Fastener cartridge 7.5 in place. The anterior side of cartridge did not deploy fastener. The fastener cartridge 7.5 was replaced and surgery commenced. Stapler and cartridge were sequestered along with packaging.what was the original intended procedure?see above.